Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device has been received.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. Reportedly, the user removed insulin from the cartridge while it was still on the pump and a cartridge alarm 5 (pressure out of range) occurred. The user's blood glucose (bg) level was 426 mg/dl. The bg level was addressed with a bolus. It was confirmed that the user had an alternate method of insulin delivery.

Manufacturer narrative:
Alarm 19 codes: 120, 180, 25.